Manufacturer narrative:
During inspection and testing, service confirmed there was leakage due to a deformed distal end, and a detached pin from the electrical (scope) connector. Service also found the charge-coupled device cover lens was scratched, the connecting tube was wrinkled, the air/water nut and suction cylinder nut were damaged, the scope body and scope cover were scratched, and there was play in the up/down angulation knob. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device did not pass the leak test. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the acoustic lens was damaged and peeled off (gap in the adhesive). This report is being submitted for the malfunction found during evaluation (gap in the adhesive). Additional details have been requested regarding the reported event. At this time, no additional information has been provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in the adhesive likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received regarding the customer's reported issue (device did not pass the leak test): the reported issue occurred during reprocessing of the subject device. No further information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue.